Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported by our japanese affiliate that approximately 10 years after a tavr procedure with a 23mm sapien xt valve, a valve in valve was needed due to worsening heart failure due to aortic regurgitation, aortic stenosis was also observed. A 20mm sapien 3 ultra resilia valve was placed. After deployment, a transesophageal echocardiography (tee) was performed under general anesthesia and moderate transvalvular regurgitation was observed on contrast imaging. Suspecting the possibility of a frozen leaflet, transesophageal echocardiography (tee) was performed under general anesthesia. Although the valve leaflets appeared mobile, regurgitation from the commissural area was considered unacceptable. Therefore, an additional 20mm sapien 3 ultra resila valve was placed. The regurgitation was resolved. The valves were implanted successfully.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the complaint site and reviewed by edwards proctor/clinical imager. The following observations were made: there was moderate central aortic regurgitation (ar) after the first valve was deployed. Central ar is slightly biased toward the non-coronary (medial) aspect of the valve. Through extensive complaint investigations, central regurgitation events post-deployment with or without report related to leaflet mobility for the s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient and/or procedural factors (malposition, slow recovery of blood flow, leaflet impingement due to calcification or guidewire, over-inflation, post-dilation, and/or under-expansion). The complaint was confirmed based on provided imagery. The cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. It is possible that one or more patient/procedural factors identified in the technical summary may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.